Event description:
It was reported that the patient had recharged since implant with no issue. Ten days ago, the patient felt a pinching sensation immediately after putting the belt on and starting the recharging process (the patient was seated during the recharging). The patient was only able to recharge a short amount of time due to the discomfort/pain. The patient reported feeling his skin heating up and noted there was redness where the implantable neurostimulator (ins) was. The hcp confirmed that there appeared to be a thermal burn on the skin over the lower right hand corner of the ins where the ins is more superficial. The two small areas with the burn have scarred over. The patient was instructed to use a spacer and the patient had recharged again with no issues.